Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed that only the main coil was returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section. Also, the arm coil was detached. No more damages were observed. Functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection revealed that the outer diameter of the main coil, primary coil and coil were within the specification.

Event description:
Reportable based on device analysis completed on 14feb2024. A 20mm x 40cm interlock .035 was returned with no reported issues. However, device analysis revealed that the arm coil was detached.